Event description:
It was reported that the pump touch screen was timing off sooner than expected. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived.